Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Although this lead has not been returned for physical analysis, based upon both what was reported from the field and our investigation, it was determined the tip of the lead most likely became fractured/detached due to a combination of factors including manipulation during removal, lead design, and patient anatomy. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this right atrial (ra) lead had exhibited infection. Reportedly, the patient's condition and cause of infection was unknown, and the system removal was scheduled on the specified date. Additional information indicated that a revision was performed and the cardiac resynchronization therapy pacemaker (crt-p) along with the leads were explanted. Moreover, during explant of this atrial lead the tip part was separated and was recovered with a snare. No additional adverse patient effects were reported. The ra lead will not be returned.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the patient with this right atrial (ra) lead had exhibited infection. Reportedly, the patient's condition and cause of infection was unknown, and the system removal was scheduled on the specified date. Additional information indicated that a revision was performed and the cardiac resynchronization therapy pacemaker (crt-p) along with the leads were explanted. Moreover, during explant of this atrial lead the tip part was separated and was recovered with a snare. No additional adverse patient effects were reported.